Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during a surgical procedure of the spine it was observed that motor device was not working, intermittently. It was not reported if there was a delay in the procedure, however an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of working intermittently was confirmed. An assessment was performed on the device which found that the hose had a cut/hole, the hose was worn out, and the motor and control unit were defective. It was also noted that the device failed pre-repair diagnostic tests for air pump assessment, and motor thermistor assessment. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.